Event description:
The pt reports experiencing episodes of intermittencies. External equipment was exchanged; however, this did not resolved the problem. Surgery has been scheduled to explant the pt's device.